Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt uncomfortable stimulation when switching groups and increasing intensity. It was reported that the patient tried a different group and felt pain in the ribcage after increasing the intensity. The patient switched back to group b, which resolved the issue. It was noted that the patient has a ¿short spine.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pain under the ribcage is still present on certain settings. No further complications are anticipated.